Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was unavailable for return. Physical investigation of product is not anticipated as reporter indicated device is unavailable. Extended investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of all required investigation activities the device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received regarding the error message, "sensor ended" while wearing the adc device. As a result, on (B)(6) 2022, the customer experienced hypoglycemic symptoms and had a loss of consciousness and was provided glucose by a non-hcp for the treatment of hypoglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was completed for the reported complaint and fs libre sensors, and a trend was investigated where a probable root cause was related to an insertion issue. However, without a valid sensor number or product return, the root cause of the particular issue associated with this complaint is unknown and cannot be further determined. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received regarding the error message, "sensor ended" while wearing the adc device. As a result, on (B)(6) 2022, the customer experienced hypoglycemic symptoms and had a loss of consciousness and was provided glucose by a non-hcp for the treatment of hypoglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.